Manufacturer narrative:
Block b3: exact date unknown, event occurred in may 2025. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7146023, UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had migrated causing inadequate stimulation. Imaging was taken and spinal cord stimulation (scs) lead migration was confirmed. The patient underwent a lead replacement procedure and was doing well with good coverage postoperatively. The explanted lead were retained by the medical facility and will not be returned.